Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports an intracapsular rupture against right side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, the device was broken shell and flat creases. Unable to confirm, whether the device is received complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, right-side intracapsular rupture. Device has been explanted.